Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number updated. H3 updated to yes. H6 component code changed to g07001, g07003. The investigation for the placement signal issue has been completed. No defect found on returned pump. Based on comparative data log review, the placement signal issue was determined to be console-related rather than attributable to the pump. The investigation for the minor bleed / fluid leak has been completed. No defect was found on the returned pump. The cause of the fluid leak issue could not be determined without sufficient clinical details. The investigation for the major bleed / access site adverse event has been completed. The cause of the bleeding issue could not be determined, as no bleeding-related defect was found on the returned product and sufficient clinical details were not provided.

Event description:
An impella 5.5 was surgically inserted via the right axillary/subclavian artery access in a 60-year-old female patient for ischemic cardiomyopathy. The patient¿s comorbidities were known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. The next day, a placement signal not reliable (psnr) alarm was observed on the automated impella controller (aic). Nursing staff reported no visible kinks in the system and confirmed that the white power cable was properly seated. An echocardiogram was planned to further evaluate pump positioning, and the audio alarm was disabled per guidance. There was no harm to patient. She continued on support with no consequence on the device performance (p-8, 4.4 -4.5 l/min). Later that same day, blood was observed within the sterile sleeve of the impella 5.5 pump. No positioning issues occurred prior to the event. The estimated blood loss was approximately 10¿20 ml. A pressure dressing was applied. The source of bleeding was unclear. The patient remained stable on support with plan to continue to monitor and reassess the following morning. Overnight, the subject developed bleeding in incision site pocket after transfer to ICU. Anticoagulation monitoring used during event was ppt and was noted to be 40. Despite application of manual pressure and pressure dressings, the bleeding persisted. The patient was taken to the operating room the next day for surgical washout and pump exchange. The estimated blood loss was approximately 150 (units were not documented). Blood products were administered totaling one unit. The event was classified as patient injury, specifically access site bleeding. The patient had no reported underlying conditions that contributed to the blood loss. The anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient outcome was reported as stable. The impella 5.5 was removed and replaced with a second impella 5.5. The second impella 5.5 required explantation approximately 30 minutes later due to hemodynamic instability, retrograde pump flow, and pump stop alarms (see (B)(4)). A third impella 5.5 pump was subsequently implanted, and the patient remains on support at time of complaint reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. D9: added the devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.